Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age/race of the patients represented in the article is male/75 years old/caucasian. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical outcomes of selective versus nonselective his bundle pacing journal of american cardiology: clinical electrophysiology 2019; vol. 5, no. 7 doi.org/10.1016/j.jacep.2019.04.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The authors conducted a study to compare the outcomes of selective his bundle pacing (s- hbp) versus nonselective his bundle pacing (ns-hbp). The article contained information that showed there were sixty-five all-cause mortality patient deaths in the ns-hbp group and sixteen in the s-hbp. Additionally, twenty-one patients in the ns-hbp group were hospitalized for heart failure and there were eight in the s- hbp. The status/disposition of the leads is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.